Event description:
It was reported that the rear load bearing wheel broke on the cot when loading a (B)(6) patient and the emt hurt their back bearing the weight of the patient.

Manufacturer narrative:
It was reported that while unloading the cot from the ambulance with a heavier patient one of the load wheels at the head end snapped (causing the cot to drop). The cot then tipped but the patient was able to grab the ambulance door and the emt was able to stabilize the cot so that it did not tip all the way over. There were no injuries to the patient but the emt received back strain. The emt went to his practitioner to receive medical treatment and rehab and had a day or two off work. It was reported that a third party will repair the cot.

Event description:
It was reported that the rear load bearing wheel broke on the cot when loading a 350lb patient and the emt hurt their back bearing the weight of the patient.